Event description:
It was reported that a percutaneous coronary intervention (pci) was planned for the patient. When the physician inserted the guiding catheter into the sheath, resistance was felt. The physician then checked the wire and noticed that part of the shaft of the guiding catheter was visible in the ostium of the introducer. The distal part of the introducer was detached from the proximal (valve) part. Part of the sheath remained inside the patient. The pci was not able to be performed. The patient was taken to surgery and the sheath was removed from the patient's groin. Upon removal, the surgeon noted that there was no visible damage seen in the distal part of the sheath. The patient's hemoglobin dropped during surgery; however, the surgery was reported to have gone well. The patient is now recovering from bypass surgery. The patient has previously had a cerebral hemorrhage.

Manufacturer narrative:
One 7f, 12cm, ultimum hemostasis sheat was visually inspected and functionally tested. The sheath tubing had been detached from the hemostasis hub. The hub was sectioned; flow of the tubing head was present. Acceptable per the manufacturing procedure. The distal end of the tubing head was jagged and torn, consistent with forcible detachment. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined; however, the damage was consistent with forcible detachment. The ultimum introducer instructions for use (IFU) cautions to advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.